Event description:
The pump was returned for investigation. Investigation revealed the down arrow button had intermittent response and contamination was found under the contact of that button. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. On testing, the down arrow button was intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contact of the down arrow button.